Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01835.

Event description:
Penumbra inc. Became aware on 2019-04-15 during its post-market surveillance activities, of a neuroradiology journal titled, "smart coils for intracranial aneurysm embolization: initial outcomes" (ilyas et al. 2017). It was reported that a total of 32 patients (27 female, 5 male) with 33 intracranial aneurysms underwent endovascular embolization using penumbra smart coils (smart coils). It was noted that there was a single case of periprocedural thromboembolism and a device malfunction. The first procedure reported that one patient had a periprocedural thromboembolism resulting in midbrain and distal posterior cerebral artery infarcts after coil embolization of a ruptured basilar tip aneurysm. However; the infarcts were without appreciable clinical significance at one year post procedure. The second report noted that a smart coil became kinked at the tip of a microcatheter during deployment. There were no report of serious procedural adverse events that could resulted in long-term neurological deficits. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all malfunction and/or adverse event within this literature source.